Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgment or loss of capture.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead dislodged. During a follow-up visit, loss of capture was observed and dislodgment was confirmed via x-ray. A revision surgery was performed to reposition the lead. During the repositioning attempt, the helix of the lead would not extend. This lead was explanted and replaced. No additional adverse patient effects were reported.